Manufacturer narrative:
Na

Event description:
The customer reported the ventilator alarmed during use due to an air source fault. The customer reported the device was in use on a pt and there was no pt harm. The respironics service technician was unable to confirm the customer reported problem, but reported the ventilator did fail during testing. The ventilator log history confirmed there was an air source fault. In addition to a gas supplies lost: safety valve open alarm, which indicates the oxygen source is either disconnected or not detected by the oxygen pressure switch. The loss of both air and oxygen gas supplies will affect the function of the ventilator. The service technician replaced the blower motor controller pcb to correct the reported problem. While performing service to the ventilator, the respironics service technician reported a diagnostic code in log history indicating a vent inop occurred due to a flow sensor failure. The customer did no report the vent inop to the manufacturer at the time of its occurrence. The customer reported the ventilator was in use on a pt when it went vent inop and alarmed. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician was unable to duplicate the reported problem. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.